Event description:
It was reported in the acta obstrica et gynecologica scandinavia 2002;vol.81: pgs 72-77, that two days after a sling procedure, a bladder perforation was detected. The tape was partially removed.